Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner failed due to a connectivity issue with the usb cable. A field service engineer resolved the issue by reconnecting the usb cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a barcode scanner failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.